Event description:
Silicone breast implants- have become very ill within month or two of having silicone implant surgery. Fever, fatigue, severe pain, etc. Please do not allow women to get these until further evaluation is done.